Event description:
It was reported that the atrial lead warning triggered for low impedance. It was also reported that the atrial lead appears to be working appropriately. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4074 implantable pacing lead (B)(6) 2003. (B)(4).